Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation requiring an additional mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. The leaflets were noted to be thick and calcified. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2021, the patient had a scan completed and it was believed that the clip had grasped a calcified portion of the leaflet, but the clip was stable. There was no visualization of clip mobility or single leaflet device attachment (slda). On (B)(6) 2021, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased to 4. On (B)(6) 2021, a second mitraclip procedure was performed. An attempt was made with an ntw clip, but this clip could not get a good grasp of the leaflets. After several attempts, the clip was removed. An xtw clip was used successfully, reducing mr from 4 to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) is due to patient anatomy. Additionally, the reported effect of mitral regurgitation (mr) appears to be a cascading effect of incomplete coaptation. The reported effect of mr is listed in the instructions for use as a known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization or prolonged hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.